Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "dr.had a complication following a tavr procedure today. Dr. Took the post angio and the vessel had no distal flow. From what I was told he went up and over, tried to balloon the vessel and was unsuccessful. Was told patient may go to surgery for a cutdown. Sales rep is going to contact the physician tomorrow for more information." Additional information: vessel size was 7.2x8.8mm with mil calcification and no reported tortuosity. Access was in the mid femoral artery.

Event description:
It was reported that: "dr.had a complication following a tavr procedure today. Dr. Took the post angio and the vessel had no distal flow. From what I was told he went up and over, tried to balloon the vessel and was unsuccessful. Was told patient may go to surgery for a cutdown. Sales rep is going to contact the physician tomorrow for more information." Additional information: vessel size was 7.2x8.8mm with mil calcification and no reported tortuosity. Access was in the mid femoral artery.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review could not be performed as the device lot number was not reported for this investigation. Case details were reviewed. Post-tavr an 18f manta device was deployed for closure. A post-angiogram revealed an occlusion, and the physician attempted unsuccessfully to apply contralateral balloon inflations. The patient was transferred to surgery for a cut down. The root cause of the occlusion requiring surgical intervention is potentially contributed to user error due to access not been achieved utilizing ultrasound guidance with micropuncture. The device was not returned, there is believed to be no device failure. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.